Event description:
Implant failed due to part not retained on mating part 17.04.2024 12:56:19 cet (5025281) error: the implant malfunctioned due to part not retained on mating part. The malfunction did not cause or contribute to a death or serious injury.